Manufacturer narrative:
Prior to the device being sent to olympus for evaluation, it was cleaned/reprocessed. The customer provided cleaning practices performed at the user facility. There was no delay in the start of the precleaning. The customer flushed the air/water nozzle with water and air during precleaning. There were no observed abnormalities in the accessories used for reprocessing. The air/water was flushed with detergent. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes or sponges. The device was evaluated and the customer¿s allegation of clogged nozzle was confirmed and was caused by a foreign object that was inside the nozzle. The air supply volume and the amount of water supplied was insufficient and the water drainage had deteriorated due to the clogged nozzle. Scratches were found on the device. The lighting lens was cracked, the objective lens adhesives was peeling, the label on the scope connector was peeling off, and the paint was peeling off suction and air/water cylinders. The peeling objective lens adhesive caused an image an abnormality (diving flare). The control panel was discolored, the insertion section was wrinkled, water was found on the electrical connector and a stretched angle wire caused the bending angle and angle knob play to be out of specification. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to determine the root cause of the clogged nozzle: ¿ the foreign material was unable to be identified. ¿ there was no indication from the information provided by the customer that the device was not reprocessed in accordance with the instructions for use (IFU). The IFU addresses this failure: the event can be detected and prevented in accordance with following the IFU. ¿ the instruction manual evis lucera gif/cf/pcf type 260 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. ¿ the instruction manual evis lucera gif/cf/pcf type 260 series reprocessing manual describes how to prevent for the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. If additional becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus representative reported that the nozzle on the evis lusera colonovideoscope was clogged during inspection for use for an unknown diagnostic procedure. The intended procedure had been completed with a similar device. During testing and inspection of the returned device, the nozzle was found to be clogged with debris and was attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.